Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 11-oct-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration and dose via an im plantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that on (B)(6) 2017 the patient's pump was alarming or beeping. The patient thought his pump was alarming every hour on the hour. The patient just had his pump filled on (B)(6) 2017 and he usually goes about every 40 days per refill. The patient stated that his healthcare professional (hcp) did tell him his pump was getting close to needing to be replaced. Patient confirmed he was hearing the noncritical alarm. The patient spoke to his hcp's nurse and stated they felt that it was possibly an elective replacement indicator (eri) alarm and would be working with a surgeon to set up an appointment. No symptoms were reported and no further complications were expected or anticipated. Additional information was received on 2018-mar-27. It was reported that the patient said he had heard the pump alarm from his old pump in the past. The pump alarmed because of end of service (eos). The pump was then replaced. It was further reported that the patient's catheter was not implanted properly and came out. The patient said his dose had been reduced because of the catheter issue. The patient said his dose was reduced from 25 mg to 4 mg and "that is how they know the catheter was not implanted properly." No patient symptoms were mentioned. Based on the device information provided, the patient was discussing his "previous" device, which was explanted on (B)(6) 2017. On 2018-mar-27, the patient reported that these events occurred in (B)(6) 2017. However, based on the device information and report of the "old pump" this event date contradicts the device explant date of (B)(6) 2017. No further complications were reported.